Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The field service engineer (fse) could not duplicate the problem. The fse reseated the connector of the accessory board where the video cable connected. The fse replaced the vga controller board to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an error code and no lights on front when running and plugged in. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.